Manufacturer narrative:
Upon investigation, the hill-rom technician could not reproduce the malfunction. Inspection of the lift's rail and carriage did not show any sign of defect or malfunction. The lift motor does not show any sign of damage. The outer casting of the motor is intact with no cracks or visual sign of impact. According to 7se125213 rev.02, hill-rom states that after mounting the user shall always make sure that the q-link is properly positioned into the carriage hook and that the lift strap is safely attached to the hook. The lift strap must hang vertically before lifting begins. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The investigation indicated the malfunction was most likely caused by a user-induced failure resulting in the multirall overhead lift motor detaching from the carriage. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a multirall lift motor became detached from the s65-carriage hook and fell after the patient transfer was completed. The lift was located at the account. There was no patient/user injury reported. (B)(4).